Event description:
During a planned hardware removal, surgeon removed a syndismotic screw and noticed a very thin strand of metal attached to the screw. Subject device has not been identified as a synthes screw.

Manufacturer narrative:
Additional information has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn, no device has been returned and no lot number has been provided. Manufacturing records could not be reviewed without a lot number.